Event description:
The dome detached during traction removal. Indwelling period was 150 days. The dome was removed with forceps. The medicine used: loperamide hydrochloride, albumin tannate. The nutrition administered: ensure liquid. Lubricant was used during removal. Catheter was free-floating. The depth of the opening is normal.